Event description:
The manufacturers field service engineer (fse) verified the customer reported problem of no ac power. The fse replaced the power supply to address the reported problem. Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported when the ventilator is connected to ac power it doesn't function. The device was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. As the device is out of warranty, the customer requested to close the service call without any service/repair of unit. The customer reported they will call back for service when the service contract is renewed.

Manufacturer narrative:
Device out of warranty; customer declined repair.customer declined repair; no evaluation performed.